Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reportedly made an appointment with doctor due to meter not working for past couple of days. Their meter allegedly would only display message of not enough blood. No comparison. No treatment given. No further information has been reported.